Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported the patient had a pocket bleed. The pocket was washed out, and the artery was repaired. Two units of packed red blood cells were given. The patient was stable post procedure and remains on support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added explant date h.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12811. New code was added to component code.